Event description:
Rptr alleged customer obtained blood glucose results of 27 mg/dl and 188 mg/dl when testing was performed back-to-back on the advantage system. The rptr stated the customer had no symptoms and took her normal 10 mg glipizide. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.